Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon attempted to clip the cystic duct, but the medium-large clip applier instrument would release the clip. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. The 8mm medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the base of the clip groove, causing a .014" offset at the tips. As a result, the clip could not be closed in the grips. Additionally, the clip applier instrument failed the clip test due to misapplication of the clip. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis.